Event description:
On (B)(6) 2022, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying inaccurate readings. The complaint was classified based on the customer care agent (cca) documentation. The patient alleged that the subject meter started reading inaccurate on (B)(6) 2022 at 11:53 pm. The patient obtained a blood glucose reading of ¿109 mg/dl¿ on the subject meter. The patient also reported blood glucose readings of ¿102 mg/dl¿ on (B)(6) 2022 and ¿119 mg/dl¿ on (B)(6) 2022 with the subject meter. The patient manages her diabetes with metformin pills (dosage unspecified) and she claimed that she drank a lot of water, ate a yogurt and drank some milk in response to the reading of (B)(6) 2022 at 11:55 pm. The patient stated that at that same time, after the alleged issue occurred, she developed symptoms of ¿dizzy, dehydration, feels out of herself, shaking¿ and ¿felt she was going to pass out¿. The patient indicated that she drank more water however, she denied receiving any medical treatment for the reported symptoms. During troubleshooting, the cca confirmed that the patient had used an approved sample site to obtain the blood samples. The cca noted that the patient did not have control solution at the time of the call to test the subject system. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.